Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 100% stenosed lesion was in an unknown location. An unknown stent was implanted and a 1.5 x 20mm maverick2 monorail balloon catheter was being used for post dilatation. The balloon was inflated and ruptured at 8 atmospheres. It is unknown how many inflations occurred. The balloon was removed intact. The procedure was completed with another of the same device. The patient status is listed as good with no complications reported.